Event description:
One eye watering persistently, redness, pain, sensitivity to light. Stopped wearing contact lens. Reported to ophthalmologist. He could not see any trace of infection, or visible damage to the eye, and directed me to see the optometrist who prescribed my contact lens. The optometrist also examined my eyes. He prescribed opthalmic antibiotic/steroid drops for the right eye, and cautioned me not to wear my contact lens for 5 days. On day 6, I was to use the drops before inserting the lenses and after taking them out. My eye problem cleared, then began again after 3 days of wearing the lens. I called the optometrist again, who suggested that I just use artificial tears, systhane drops. I have been using them, and still the same problems -redness, pain and light sensitivity persist. At times, there is tearing, as well. On friday tv news, we heard the warning about amo complete contact lens solution. I began to wonder if my problem is connected to this warning?. I had been using amo complete exclusively for yrs. That night, I pulled out a bottle of opti-free and began using it instead. Dose: liberal. Frequency: 2 times daily. Route: ophthalmic. Dates of use: approx 5 weeks in 2007. Diagnosis or reason for use: to store and insert contact lens.